Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was notified by rep of a patient who had an afx graft implanted in 2013. Patient returned with a reported graft disruption. A planned reline will be performed to correct issue. On (B)(6) 2018, a type 3b above the bifurcation of the afx device was noted. A reline was completed to resolve the endoleak. Physician also implanted a iliac limb in the left iliac to extend the seal. Physician was satisfied with the outcome and the patient tolerated the procedure well.

Manufacturer narrative:
Clinical evaluations were unable to confirm the following reported event for graft disruption (type 3b) due to the lack of receipt of relevant medical records and/or imaging. Requests were made on 04/20/2018 and was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Suspect medical device (operator of device): remove physician and add health professional